Event description:
The clinician reports the implant was inserted (b)(in ada 10. On 2021-07-02, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.